Event description:
The reporter states that the customer received a 731 mg/dl repeatedly on the accu-chek advantage meter after dosing the test strip. This is the same value as the strip code. The paramedics were called and his blood glucose was in the 500's (mg/dl) on the professional meter. The paramedics treated him with a "shot of something". He was subsequently hospitalized for 2-3 days in the intensive care unit. The 731 mg/dl result is outside the numeric range of 10-600 mg/dl of the device. New system sent and return requested.